Event description:
Heartmate 2 presents with second gastrointestinal bleeding event post-left ventricular assist device (lvad) in the setting of international normalized ratio (inr) 3.5. Two units of transfused blood were required and endoscopic evaluation failed to identify bleeding source. Regardless, heparin bridging with coumadin produced successfully therapeutic inr at discharge with stable hemoglobin (hgb).